Manufacturer narrative:
Additional devices associated with event: pxc121200/ 13502764. (B)(4).

Event description:
On (B)(6) 2015 the patient underwent reintervention for treatment of previous abdominal aortic aneurysm (aaa) with non gore devices. A gore excluder aaa aortic extender endoprosthesis was placed below the renal arteries to treat a proximal type I endoleak caused by the migration of the previously placed endograft. Additionally, a gore&#59397;excluder&#59393;aaa contralateral leg endoprosthesis and two gore viabahns were implanted to treat a large pseudoaneurysm of the right common femoral artery and reline the previously placed fem-pop bypass graft. The patient tolerated the procedure and with no endoleak visualized afterwards, and was discharged on (B)(6) 2015. On (B)(6) 2015, the patient underwent repair of a right femoral pseudoaneurysm with a 10mm dacron graft on (B)(6) 2015, the patient underwent drainage of the right thigh incision site with small opening tract and was treated with silver nitrate oral antibiotics.

Manufacturer narrative:
Concomitant product(s): patient medications include but are not limited to: coumadin, furosemide, digoxin, synthroid, crestor, diazepam, ramipril, carvedilol, altace, aspirin.